Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for service. The device was not in patient use. During the evaluation of the device at third party service center, a "ventilator inoperative " code was found in the ventilator's downloaded error log. The device's motor and system board were replaced to address the issue. In the previous report, section in box b: event date (rfb) was incorrect. The section in box e: event date (rfb) has been corrected in this report. In the previous report, section in box e: initial reporter was incorrect. The section in box e: initial reporter has been corrected in this report.

Event description:
A ventilator was returned to a third party service center for service. The device was not in patient use. During the evaluation of the device at third party service center, a "ventilator inoperative " code was found in the ventilator's downloaded error log. The device's motor and system board were replaced to address the issue.